Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿the single-use disposable cartridge can hold up to 480 units (4.8 ml) of insulin.¿ the tandem user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Reportedly, the customer overfilled the cartridges. Additionally, the customer also received a minimum fill notification when attempting to reload cartridge for fill estimate issue. Customer¿s blood glucose ranged between 75-170 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.